Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact reported the customer experienced an elevated blood glucose (bg) level of 396 mg/dl. The customer chose not to take insulin via an insulin pen to address the elevated bg's. Reportedly the customer had not been using the pump, per their doctor's order. The customer realized they had set the wrong time, after turning the pump back on, when they noticed they were not receiving their basal rate at the correct times, leading to the elevated bg. The customer corrected time and date on device. The customer contacted their nurse and the health care professional will monitor customer's bg levels. In addition, the customer believed the basal insulin was not being delivered. Troubleshooting with tandem technical services verified the basal rate setting was on and that basal had been delivered via the history logs.